Manufacturer narrative:
The reported event of high impendences was not confirmed. As received, the returned penta lead worked properly and passed all testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04467, 1627487-2023-04468, 1627487-2023-04469. It was reported the patient had high impedances on their lead. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the physician found the lead tails and extensions were tangled and the ipg was flipping in the pocket. The physician secured the ipg into the pocket, removed the extensions and connected the existing lead into the ipg to resolve this issue.